Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Review of the provided data 14 june 2025 revealed: - on the rms report dated 14 june 2025, egm real time could not be recorded, because another episode was already in progress. In this case egm real time is not recorded. Based on available data, no issue is suspected on this device. This case will be retained and utilized for trending purposes.

Event description:
Reportedly, the patient performed a tip on (B)(6) 2025, the egm real time was not displayed on the rms report.